Manufacturer narrative:
The investigation for aic - purge door won't close has been completed. Console logs did not contain any data relevant to the complaint. Console was tested after arriving in field service. The reported release door issue was reproduced during testing on an engineering lab bench. After removing and reseating the door release button, the sticking issue was resolved. Dextrose residue was also observed around the purge assembly during the inspection of the console. The root cause of the purge door release button issue was likely contamination. Before sending this console back to the customer, field service was instructed to clean the area around the purge door release button and the purge assembly, and perform a full functional check on the console and optical system.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a console failure in the cardiac catheterization lab. The door release button sticks due to dextrose. The console was removed from service and abiomed field service was notified. No patient was involved in this event.